Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient coded during the placement of the right ventricular (rv) lead. The rv lead was never secured into the patient's right ventricle. The lead was removed from the heart and the pocket was closed during the code. No further patient complications have been reported as a result of this event.